Event description:
It was reported that there was no communication between the device and programmer. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed via performed longevity calculations. The device was tested on the bench and our automated testing equipment and no high current drain sources were detected. The battery was sent to the manufacturer for further analysis. No anomalies were found that would cause battery depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.